Event description:
A medtronic representative received a report from a site representative, sterile processing, that their navigation system articulating arm was damaged. It was noted that the articulating arm was not tightening down all the way and that a screw was stripped. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis. Part not returned to manufacturer.